Event description:
Technician complained of face breaking out around nose and chin approx 1 1/2 mos ago. Sought medical treatment with a dermatologist who prescribed tetracycline and a topical treatment.

Manufacturer narrative:
The sample did not exhibit attributing factors which could have caused the reported issue. The mask is composed of polypropylene and cellulose component. The materials used in the MFR of this particular lot were confirmed to be correct via the device history review. The exact cause of the reported issue could not be determined. We will continue to monitor for complaints of this nature.